Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced increasing pain at the infusion site one day after placement on the abdomen, accompanied by rising blood glucose levels following a previously resolved line-blocked alarm, leading to replacement of the infusion set to restore therapy. There was patient involvement, with no patient harm.